Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump had no button response due to moisture damage on the keypad traces. No button error alarms were noted. No number ramping anomaly was noted.

Event description:
Customer reported the keypads on the insulin pump stopped working. Customer was trying to give herself a bolus when the keys got stuck, then the device alarmed button error. Customer's blood glucose was 276 mg/dl. Customer reported she was walking and was sweating a lot, as a significant event that may have caused the keypad issue and the button error. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.